Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis in pt user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Estimated blood loss was 250cc. The machine alarmed blood leak. The pt had no adverse effects and no medical intervention was required. The pt did complete treatment with a new set-up. The sample is not available for the manufacturer's evaluation.